Event description:
One of the teeth from the charnley retractor blade was retained in the patient's fascia layer. Unfortunately this was not noted at theatre level, so the patient had to be returned to surgery. Patient was brought back to theatre on the same day to remove the metal piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Investigation results: the complaint was received into the leeds quality department (B)(4) 2012. Following receipt of product, the complaint was transferred to investigation (B)(4) 2012. Inspection confirmed that one of the outside teeth was broken off the fixed retractor arm. Further inspection identified considerable hammer damage down both sides of the fixed retractor arm, including hammer damage on the broken tooth. This was consistent with extensive use/misuse. A review of manufacturing records was completed by depuy quality department, with notification received that: a review of the DHR (device history record) for product number 962256000 lot number 1122862 found no anomalies. (B)(4). Etq complaints database searched on product lot 1122862 identified no previous complaints. Etq complaints database searched on product code 962256000 identified no other complaints raised over the last 3 years.